Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain:other') and genital haemorrhage ('severe bleeding, clotting') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bruising and allergy (allergies: codeine). Due to infection she run unknown test and found bacteria present. Previously administered products included for an unreported indication: codeine. Concurrent conditions included nabothian cyst, ovarian cyst, suprapubic pain, vomiting and splenic cyst. Concomitant products included loratadine, pseudoephedrine sulfate (claritin-d allergy). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and acne ("acne"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping in her lower abdomen/pain both side of lower abdomen/right and left lower abdomen"). On an unknown date, the patient experienced cystitis ("bladder infection"), arthropathy ("other injuries/symptoms: other : hip"), allergic rash ("allergy: rash") and allergic skin reaction ("allergy: skin condition nos"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had not resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, acne, cystitis, arthropathy, allergic rash and allergic skin reaction outcome was unknown. The reporter considered abdominal pain lower, acne, allergic rash, arthropathy, cystitis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2009. Received treatment for pain, other injuries/sympt: no, allergy, bleeding, bladder/urinary problem: yes. She currently planning for essure removal due to unwanted side effects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: coils were properly placed. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: pelvic and transvaginal pelvic ultrasound: impression: nabothian cysts, physiologic ovarian cysts and follicles; on (B)(6) 2013: technique: CT abdomen and pelvis was performed. Impression : simple splenic cyst located in the medial aspects of the spleen there is no evidence of abnormal enhancement into the splenic cystic lesion moderate volume of free fluid in pelvic region at the cul-de-sac. Mild prominence of the both ovaries. Status post prior coils placed in both fallopian tube. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received: case became serious incident. Essure removal was done. Date of removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.